Event description:
Device stored at room temperature per mfrs instructions. Device noted to be severly discolored. No shelf life data available from MFR in spite of consultant advice accordingly. Multiple samples changed within alleged expiration date. MFR notified by telephone 1 mo after event, they then stated that storage conditions to blame. No eval of material by MFR. Possibility of proper facility follow up for this.